Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: review of the black box data revealed record of call service alarm 078-0008. On investigation the pump duplicated the call service alarm 078-0008. On examination, the audio bolus button cover was torn/punctured. The audio bolus button slug was missing and the button was inoperable. There was moisture damage inside the pump near the motor flex connector and on the infra-red board. The motor was inoperable due to moisture damage inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.